Manufacturer narrative:
(B)(4). Concomitant devices: persona tapered cemented stem extension 14mm catalog #: 42557000114 lot #: 64229134 unknown. Persona femoral component catalog #: ni lot #: ni, unknown. Persona articular surface catalog #: ni lot #: ni unknown. Patella catalog #: ni lot #: ni. Report source: foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device cannot be released from the healthcare facility at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event:3007963827-2022-00113, 0001822565-2022-01239. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address aseptic loosening approximately three (3) years post-operatively. Attempts have been made, however, no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b6, g3, g6, h2, h3, h6, h10. Visual examination of pictures provided confirmed that the devices had been removed. Radiographs reviewed identified radiolucency along the bone cement interface of the femoral and tibial components, suggesting a small to moderate joint effusion. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00113 0001822565-2022-01239 0001822565-2022-02313.